Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: (right) 375cc mentor smooth round moderate profile saline catalog: 3501660 lot: 5738039 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 375cc mentor smooth round moderate profile saline breast prostheses, suffered left breast implant deflation, post-operatively. As a result, the patient was scheduled for implant explantation on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient's implant explantation surgery was updated from (B)(6) 2020 to (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 1, 2020, the mentor failure analysis lab has received the device for evaluation. On june 19, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation of the device no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures. There were no leak sites confirmed. After thorough analysis we were unable to confirm the reported event. As part of our quality process, the manufacturing records of this 5976283 number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. On june 22, 2020, mentor also became aware that the patient underwent bilateral replacement with the following devices: (left) 630cc mentor smooth round high profile saline catalog: 3503630 lot: 9394049 sn: (B)(6) and (right) 630cc mentor smooth round high profile saline catalog: 3503630 lot: 9425079 sn: (B)(6). Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).